Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) device had ventricular episodes. Upon review, it was determined that there was oversensing of atrial pace beats on the right ventricular (rv) lead. Patient's true rv intrinsic was undersensed. This device remains in service. No adverse patient effects were reported.